Manufacturer narrative:
Date of event: the event date was not provided and estimated to (B)(6) 2021. Initial reporter facility name: (B)(6) university medical center. Initial reporter address 1: (B)(6).

Event description:
It was reported that a thrombosis occurred after a stent was placed. A 6mm x 40mm, 130cm eluvia drug-eluting vascular stent system was selected for use in an endovascular therapy procedure, to treat peripheral artery disease. The target lesion was located in the superficial femoral artery (sfa) and the stent was placed. One week after stent placement, a thrombotic occlusion occurred. The patient was given intravenous medicine to dissolve the thrombosis. A balloon was also used, with a long inflation, and a non-boston scientific stent was placed with a contralateral approach. A thrombosis occurred again, within the new stent. Heparin-induced thrombocytopenia was suspected, though the exact cause of the thrombosis was unknown. No additional adverse patient effects were reported.